Event description:
It was reported that after implant the patient went back for follow up and the nurses thought the incision looked red and there was an infection. The patient went to her regular doctor the same day and they put her on an antibiotic and it was fine. The patient¿s husband died at the end of (B)(6) and the patient went to the hospital in (B)(6) and spent two weeks there on the geriatric unit. It was noted this was unrelated to the device. While the patient was there someone called the hospital to ask if the patient¿s incision was infected. The nurse and doctor at the hospital checked it and mentioned it looked fine.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).